Event description:
The end-user has his right leg amputated about halfway down below the knee. He was taking a shower when the two front legs went out to a 75% angle from what they should be. The right one went out further than the left one did. It appeared to him that it was up almost underneath the seat but he didn't think that it was the frame. When the bath seat collapsed he was thrown down causing his amputee stub to slam into the tub. The leg has swelled up and he has had to have fluid drained off of the leg. He went to his orthopedic surgeon for treatment. He has not been able to wear the prosthetic for a while and now can only wear it with the sleeve removed for about 20% of the time. He has gone to see his surgeon 3 times already and is scheduled to go at least one more time and have x-rays.